Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown product type software product ID hh9020tdd lot# serial# (B)(6); product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal fentanyl via an implantable pump for non-malignant pain. The patient reported they were not able to connect to the pump since today. Patient stated they were getting message 338 or not found on personal therapy manager (ptm). Patient stated they get 10 bolus a day. Agent assisted patient with clearing the data on the ptm. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Additional information was received from the patient. They patient reported the same issues as previously documented. The technical services specialist (tss) reviewed best practices and assisted the patient in deleting the data. The tss had the patient monitor and call back if further assistance is needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.